Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a high blood glucose due to a malfunctioning pump. The reporter alleges a power issue related to battery life, and the alarm history indicates the battery life is less than expected. The patient was hospitalized with a bg greater than 500 mg/dl and trace ketones, with polyuria, polydypsia, blurred vision, nausea, shortness of breath, confusion, and symptoms of dehydration. Treatment included IV fluids and insulin injections. The patient discontinued pump use. This complaint is being reported as the patient experienced hyperglycemia related to the alleged power issue.